Event description:
In this event, it was reported that a dentist perforated the pulp chamber floor during treatment with a carbide bur endo-z fg 21 mm. The tooth was extracted as a result.

Manufacturer narrative:
The device is being returned for investigation at maillefer, however there is no indication that the device malfunctioned in this event. Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated if further information becomes available. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.